Event description:
Between january and march of 1967 rptr was administered 15 electroconvulsive shock treatments (ect). After 27 yrs, she continues to suffer memory loss. She has near-total amnesia for the 2 yrs preceding ect. Her short term memory and sense of direction also continue to be much weakened since the ect. She is an "academic;" these memory problems do not tend to show up on standardized tests; they tend to be more experiential, more personal.